Manufacturer narrative:
Concomitant medical products: 700fc25 heart band, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent coronary artery bypass grafting (CABG) and patient¿s medication was decreased at that time. Subsequently the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). The patient was hospitalized as result. The device was reprogrammed. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.